Event description:
X4 primary tubing malfunction during administration of chemotherapy which resulted in having to discard product and incomplete dosing. The way the unit stock is designed, do not have lot numbers. Product: ICU medical primary plum pump set list no. 14687-28